Event description:
Additional information received indicated the event was resolved by reprogramming the device. In addition to undersensing, noise and inappropriate pacing was observed on the right ventricular lead.

Event description:
During follow-up, undersensing was observed on the right ventricular (rv) lead. Abbott technical support was contacted and confirmed the event. No intervention was performed at this time. The patient was in stable condition.